Event description:
Boston scientific corporation was notified that during a procedure while advancing the subject device into the microcatheter, the main coil was halfway into the aneurysm when the physician started to feel friction. At that point, the physician advanced the pusher wire all the way to the hub of the microcatheter, he then noticed that there was still halfway of the main coil in the microcatheter. The physician decided to pull the subject device out and noticed that it had detached in the microcatheter. The physician was able to snare the main coil out. The procedure was completed without any additional incident.